Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device is defective. This occurred within the previous week and was noticed when pt tried to bolus. Pt has used this infusion device for approx 4 years. The down button does pop up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.